Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please clarify what is meant by "suture not approximating" the tissue approximates then relaxes and loosens and does not stay completely approximated once then tension is relieved from the surgeons tool. Was there a quality issue with the device? No, this is consistently seen with this product when compared to what the surgeon typically uses which is vloc . What was done to stop the bleeding? Vloc was used . How much blood was lost? Not much . What medical or surgical intervention was required? Vloc was used . What is the lot number? Not provided.

Event description:
It was reported that during a partial nephrectomy procedure the surgeon was about to close when they noticed the suture was not approximating tissue. There was some limited blood loss. It was unknown how much, how it was stopped or how procedure was completed. There were no patient consequences reported. Additional information has been requested.